Manufacturer narrative:
(B)(4). Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the dome label sticker on her insulin pump was not only discolored but looked burnt. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.